Event description:
It was reported that during a device interrogation it was discovered that the atrial lead had dislodged. The issue will be addressed when the patient come to the clinic. No other issues reported.

Event description:
New information received stated that unable to screw into heart during lead revision. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis. Visual examination of the lead found the helix was extended and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was isolated to the dried body fluids in the helix housing. The full helix extension length was measured within specification. Visual and x-ray inspection of the lead did not find any anomalies.